Event description:
A malfunction alarm occurred, displaying malfunction code malf 16, which was not resettable. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use a backup insulin pump to ensure continuous insulin delivery.